Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Retention samples met specifications. No foreign material was observed. There has been no other complaint reported in the lot number. Additional info was requested and received. (B) (4).

Event description:
Adverse event(s): "no present injury or harm" (no consequences or impact to pt). Product problem(s): "foreign object" (foreign material present in device). A facility reported that a technician "filled the hub of the cannula, cleared the cannula and then filled the iol (intraocular lens) cartridge." Then upon installation of the product into the pt's anterior chamber by the surgeon, a burgundy foreign object emerged from the cannula. It was seen by the surgeon at the time of the event and looked "curled like a shard of plastic approx 2 mm long". The foreign object was removed from the eye using forceps in seconds/minutes. No present injury or harm to the pt.